Event description:
It was reported to medtronic minimed that the customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1712kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit powered on with a partial display and missing segments. Unit failed self test due to missing segments and partial display. No alarms noted during testing. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, lcd flex connector, and j7 connector. Test p-cap locked in place properly during testing. The following damages were also noted: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, pillowing keypad overlay, scratched case, bleeding, and corroded battery tube. In summary, customer concern for cosmetic damage on pump case confirmed per visual inspection. Missing segments/partial display confirmed per visual inspection due to moisture damage. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.